Event description:
It was reported that the patient was intubated with a 2.5 endotracheal tube by the pediatrician. Not ventilating appropriately and requiring high pressures. Reintubated with 3.0 endotracheal tube per anesthesia. Medical staff remember having difficulty with the stylet pre and post second intubation. Ventilator pressures were still high, so the baby was reintubated with a 3rd 3.0 endotracheal tube with improvement in oxygenation and pressures. Upon removal of the second endotracheal tube, it appeared that there was a 2.0 endotracheal tube stuck inside the 3.0 endotracheal tube. There has been no report of clinical affects.

Manufacturer narrative:
D4: lot number, expiration date and device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. No product was returned. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.